Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on (B)(6) 2022. Failure analysis reproduced the voltage drop but did not reproduce either the hot to touch condition or qcc 86. Failure analysis determined that the cause of the voltage drop was a defective pogo pin j12 on the battery contact pcb. No cause for either qcc 86 or the hot to touch condition was found during testing, and the rechargeable battery that was in use at the customer site was not returned with the analyzer.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer sn (B)(4) generated a quality check code 86 during operation. The room temperature is constant 24 hours a day, but error 86 occurred. Customer reported that when they removed the rechargeable battery to acclimatize it to room temperature, it was hot. There was no additional information at the time of this report. There were no injuries reported. The analyzer was replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. The analyzer was operating on rechargeable batteries at the time of the event. At this time there is no reason to believe product will become hot to the touch. The product was replaced and returning for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.